Event description:
It was observed that during the device evaluation, the colono videoscope exhibited a burned plastic distal end cover and the air water nozzle had corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. However, for corrosion in air water nozzle a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.